Manufacturer narrative:
The local area field representative was contacted for additional information. Isometrics was performed with the same outcome observed. The programming was left in vvi based on therapy needs. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, stored ventricular tachycardia (vt) episodes were noted which showed noise on both the ra and right ventricular (rv) channel. Oversensing was present on the rv channel after atrial paced events and may have been due to the unipolar atrial pacing. The device was programmed to vvi mode. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring for further episodes. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.